Event description:
It was reported by the caller that the patient presented to the ER with no pacing output. The patient felt ill earlier in the day and had a "very low pulse" per patient's wife. The devices were "normal" four days prior ER visit per family. The physician was unable to get a magnet response or establish telemetry in the ER. The device was replaced. Additional information received states that the patient presented to the ER with syncope and a low heart rate. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported by the caller that the patient presented to the ER with no pacing output. The patient felt ill earlier in the day and had a "very low pulse" per patient's wife. The devices were "normal" four days prior ER visit per family. The physician was unable to get a magnet response or establish telemetry in the ER. The device was replaced. Additional information received states that the patient presented to the ER with syncope and a low heart rate. There were no further reported patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: wire, component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to, magnet mode discrepancy, output, none.